Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a subarachnoid hemorrhage using a penumbra smart coil (smart coil). During the procedure, while advancing the smart coil about 50 cm into a non-penumbra microcatheter, the physician experienced resistance; therefore, the smart coil was removed. The procedure was completed using another coil and the same microcatheter. There was no report of an adverse effect to the patient.